Event description:
It was reported that when the patient presented for surgery, the patients right ventricular (rv) lead had high pacing impedance values and an increase capture threshold. On (B)(6) 2026, the lead was capped and replaced successfully. The patient was stable following the procedure.